Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The device was tested and the fluid numbers were found to be out of specification (high). The device was calibrated to ensure proper occlusion detection. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.